Manufacturer narrative:
A supplemental report is being submitted for correction to remove information regarding motor starts. These have already been reported in report number 3007042319-2024-00201. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further clarified that the motor starts did not occur with this event.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ driveline boot cover d4: model#: 1175/ catalog#: 1175. D9: no. H3: no. H4: h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited multiple suction alarms, electrical fault alarms and a motor start event with parameters outside of the typical range. It was stated that the patient denied the electrical fault alarm but did confess pulling the driveline (dl) cover back to scare the home health nurse. The electrical fault lasted for 9 seconds as the dl was slightly pulled out from the connection and then it was returned to a secure connection. The patient was instructed to stop doing this as it is potentially dangerous and could stop the vad. Additionally, it was further reported that the dl cover was stiff. It was not hardened, but firmer than normal. The cover was able to be pulled back from dl. The nurse wanted to leave the cover dangle but the patient refused to leave the dl uncovered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the driveline boot cover (unknown lot number) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. There was no evidence that the driveline boot cover associated with (B)(6) had previously been serviced. Log file analysis revealed twenty-four (24) suction alarms were logged since (B)(6) 2024. In addition, log file analysis revealed one (1) electrical fault alarm was logged on (B)(6) 2024 at 13:24:38 and two (2) reactivation events logged at 13:24:34 and 13:24:38. The electrical fault alarm and reactivation events were due to an open phase in the front stator, resulting in single stator operation (rear stator only). On-site inspection of the driveline boot cover revealed that the boot cover was stiff and difficult to move. As a result, the reported event was confirmed. A driveline cover removal was performed to mitigate the conditions reported. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction events m ay be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms and observed reactivation events can be attributed, but not limited, to a marginal connection between the driveline and controller and/or contamination within the driveline connector. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Per the instructions for use, psychiatric episodes are a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: driveline cover 1175- lot #: unknown h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was admitted to the intensive care unit (ICU) and an intravenous (IV) was started and medicated for anxiety. During the service it was noted that the driveline cover was stiff and difficult to pull back. The cover was cut off as the patient requested a new dl cover. The dl cover was replaced.